Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the recipient suffered from pus drains for a while from her ear most probably led to electrode extrusion in the external auditory canal. Explantation is planned. Re-implantation is considered after healing.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Reportedly there was an infection, which might has contributed to the observed issue. Further according to the pictures received the electrode array was completely pulled out of cochlea. The explanted device has not been received for investigation yet.

Event description:
The parents reported that the recipient had infection, and pus was draining for a while from her ear which most probably led to electrode extrusion in the external auditory canal.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Reportedly there was an infection, which might has contributed to the observed issue. Further according to the pictures received the electrode array was completely pulled out of cochlea. This is a final report.

Event description:
The parents reported that the recipient had infection, and pus was draining for a while from her ear which most probably led to electrode extrusion in the external auditory canal.